Manufacturer narrative:
D9: device received on 3/25/2025. H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. A leak was observed at the end connection of the admin set and the cstd (equashield). The leakage wasn't confirmed nor replicated on the admin set alone. The cause for leakage could not be determined for the non-lsm product, equashield. There was no further action taken.

Event description:
It was reported that the tubing exhibited a leakage. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.